Manufacturer narrative:
H3:evaluation determined that bearing damage. The likely cause of failure is due to inadequate preventive maintenance. It was also noted that distal bearing and bearing internal tube corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On follow-up it was reported that there was no patient or staff impact.

Manufacturer narrative:
Additional information about patient impact received and updated in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while using mr8, the attachment tip became blackened and scorched twice. It was gently suggested that there might be a tendency to press too hard. Due to a recent breakage, the physician confirmed the intention to use mr7 (pm710) until there are available legend consumables. The observation was made that such issues did not occur with mr7, but have happened three times (including the blackening) since switching to mr8, raising concerns about possible structural problems with the attachment.. There was no patient involved with this event. Procedure extended to 5 minutes. The procedure was completed with backup product(s).